Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure device: right coil missing') and perforation ('perforation(other)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included c-section (2006, (B)(6) 2014), syphilis (2003), gravida ii and parity 2. Concurrent conditions included chlamydial infection, menses irregular, ovarian cyst and other disorders of intestine. Concomitant products included ibuprofen (motrin ib), oxycodone hydrochloride;paracetamol (percocet) and tranexamic acid (lysteda). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavier and longer cycles"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced perforation (seriousness criterion medically significant) and cyst ("cysts"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, perforation, cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: right tube - 3 coils protruding into the uterus left tube - small coils were noted to be seen in the cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and medical record received: reporter¿s information, patient demography, medical history, concomitant condition, concomitant drugs were added. Previously added event injury was replaced with pelvic pain. New events - "pelvic inflammatory disease, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), migration of essure device: right coil missing, abdominal pain, painful intercourse, perforation (other), cysts, essure confirmation was not performed were added. Severity of event pelvic pain, abdominal pain, painful intercourse was updated as severe. Case is now incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure device: right coil missing') and perforation ('perforation(other)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (2006, (B)(6) 2014), syphilis (2003), gravida ii and parity 2. Concurrent conditions included chlamydial infection, menses irregular, ovarian cyst and gastrointestinal injury. Concomitant products included ibuprofen (motrin ib), oxycodone hydrochloride;paracetamol (percocet) and tranexamic acid (lysteda). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavier and longer cycles ,menorrhagia (heavy menstrual bleeding)/longer periods"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/chronic pain") and dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced perforation (seriousness criterion medically significant) and cyst ("cysts"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleed"), hot flush ("hot flashes"), amenorrhoea ("amenorrhea"), libido decreased ("decreased libido"), female sexual dysfunction ("apareunia (inability to have intercourse)"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge"), pollakiuria ("urinary frequency"), micturition urgency ("urinary urgency"), urinary incontinence ("urinary incontinence") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, perforation, genital haemorrhage, cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, pelvic pain, dyspareunia, hot flush, amenorrhoea, libido decreased, female sexual dysfunction, ovarian cyst, vaginal discharge, pollakiuria, micturition urgency, urinary incontinence and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, cyst, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, libido decreased, menorrhagia, micturition urgency, ovarian cyst, pelvic inflammatory disease, pelvic pain, perforation, pollakiuria, urinary incontinence, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right tube - 3 coils protruding into the uterus left tube - small coils were noted to be seen in the cavity. Plaintiff received treatment for pain and bleeding. Recommended by treating physician no reason for medically unfit discrepancy noted in insertion dates: previously reported as: (B)(6) 2014 but in current follow up it was reported as (B)(6) 2014. Discrepancy noted in date of essure confirmation test conducted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2015: essure confirmation test(s) unspecified- results- not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-apr-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure device: right coil missing') and perforation ('perforation(other)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (2006, jun2014), syphilis (2003), gravida ii and parity 2. Concurrent conditions included chlamydial infection, menses irregular, ovarian cyst and gastrointestinal injury. Concomitant products included ibuprofen (motrin ib), oxycodone hydrochloride;paracetamol (percocet) and tranexamic acid (lysteda). On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavier and longer cycles ,menorrhagia (heavy menstrual bleeding)/longer periods"). In january 2015, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/chronic pain") and dyspareunia ("painful intercourse"). In february 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2015, the patient experienced perforation (seriousness criterion medically significant) and cyst ("cysts"). In december 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleed"), hot flush ("hot flashes"), amenorrhoea ("amenorrhea"), libido decreased ("decreased libido"), female sexual dysfunction ("apareunia (inability to have intercourse)"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge"), pollakiuria ("urinary frequency"), micturition urgency ("urinary urgency"), urinary incontinence ("urinary incontinence") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, perforation, genital haemorrhage, cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, pelvic pain, dyspareunia, hot flush, amenorrhoea, libido decreased, female sexual dysfunction, ovarian cyst, vaginal discharge, pollakiuria, micturition urgency, urinary incontinence and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, cyst, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, libido decreased, menorrhagia, micturition urgency, ovarian cyst, pelvic inflammatory disease, pelvic pain, perforation, pollakiuria, urinary incontinence, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right tube - 3 coils protruding into the uterus left tube - small coils were noted to be seen in the cavity. Plaintiff received treatment for pain and bleeding. Recommended by treating physician no reason for medically unfit discrepancy noted in insertion dates: previously reported as: (B)(6) 2014 but in current follow up it was reported as (B)(6) 2014 discrepancy noted in date of essure confirmation test conducted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2015: essure confirmation test(s) unspecified- results- not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: events: hot flashes, amenorrhea, decreased libido, apareunia, ovarian cyst, vaginal discharge, urinary frequency, urinary urgency, urinary incontinence, vaginal pain were added. Reporter information and lab test date was added.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure device: right coil missing'), perforation ('perforation(other)') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (2006, (B)(6)2014), syphilis (2003), gravida ii and parity 2. Concurrent conditions included chlamydial infection, menses irregular, ovarian cyst and gastrointestinal injury. Concomitant products included ibuprofen (motrin ib), oxycodone hydrochloride;paracetamol (percocet) and tranexamic acid (lysteda). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavier and longer cycles ,menorrhagia (heavy menstrual bleeding)/longer periods"). In (B)(6)2015, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/chronic pain") and dyspareunia ("painful intercourse"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced perforation (seriousness criterion medically significant) and cyst ("cysts"). In (B)(6)2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, perforation, genital haemorrhage, cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: right tube - 3 coils protruding into the uterus left tube - small coils were noted to be seen in the cavity. Plaintiff received treatment for pain and bleeding. Recommended by treating physician no reason for medically unfit discrepancy noted in insertion dates: previously reported as:(B)(6)2014 but in current follow up it was reported as (B)(6)2014 discrepancy noted in date of essure confirmation test conducted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) unspecified- results- not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received: new event - gen. Abnormal bleeding added. Event device monitoring procedure not performed deleted as plaintiff reported that essure confirmation test(s) conducted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.